Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor was extrinsically distorted due to kinking/buckling. The stylet/guidewire was kinked/buckled. The tines/lobes of the lead became extrinsically distorted. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a 14-58 gray stylet in the lead. The end of the 14-58 gray stylet is kinked at the distal end. The lead was able to be passed through a 7 fr introducer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. The physician stated that the lead was bent at the tip as he was trying to place the lead into the introducer. The lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.